Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the device was running rough (vibrating) and making a grinding noise. It was further observed that the bearings were corroded and the drive shaft was worn. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the reciprocating attachment device had an undetermined malfunction. During in-house engineering evaluation, it was determined that the unit was running rough and making a grinding noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.